Event description:
It was reported that the plunger shaft shakes and got stuck moving in and out. Physical damage to the bottom case was noted. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, d3, g1, and g2 email is: (B)(6).

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seals to be removed, a cracked top case, bottom case, and plunger case, and missing tube seal and battery pack. There was no evidence in the event history log. The visual inspection confirmed the reported problem. It was determined that the root cause was due to physical impact. The top and bottom cases were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com.